Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The laser was verified prior to and after the treatment by a field service engineer (fse) and passed the acceptance criteria. During on site visit, fse (field service engineer) performed system verification and concluded device meets company specifications as per sir (service installation record). Review of the logfiles for the reported days of treatment shows no relevant errors or any relevant warnings. During start-up of the system on both days the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows that the user performed one energy check at system startup each day and then performed the treatments without further energy check at that day. The logfile shows six successfully performed treatments. As no treatment report was provided, all treatments of the days were reviewed. The logfile shows that the beam control check (bcc) for the treatments was conducted before starting procedures instead of immediately before procedure. All treatments were finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for any treatment. No technical root cause could be identified. The root cause could not be determined conclusively without additional information. However, dlk (diffuse lamellar keratitis) is not related to the device. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported multiple patients with diffuse lamellar keratitis. There are multiple related reports for this reported event. This report addresses patient initials sk's, left eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).